Event description:
It was reported that the customer had high blood glucose levels of more than 600 mg/dl. The mother of the customer reported that the customer was hospitalized. The customer indicated having symptoms consistent with high blood glucose levels including vomiting. The mother of the customer reported that the customer would also have incidents of low blood glucose levels ranging from 32 mg/dl to 51 mg/dl. Troubleshooting was done. The customer reported that there were no visible leaks or air bubbles on the insulin pump. It was reported that the insulin pump passed the high pressure test. The customer was advised that the insulin pump was working as designed. The customer was advised to treat per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please refer to manufacturer's report no. 2032227-2015-00055 as it refers to another event involving the same device.